Event description:
Customer reported visiting the emergency room in 2020; however, the specific date could not be recalled. Details and nature of the visit were not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.